Event description:
Subsequent to the filing of the initial medwatch MFR report additional information was received: the proglide device failures were cuff misses.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurred within the last week). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a device failure occurred. A second device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, (B)(4) unused, representative proglide devices with the same part number and lot number as the complaint devices were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual inspection and functional analysis of the returned devices, there is no indication of a product deficiency.